Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, (exact date not reported) sac growth (5.5 mm) was identified with not leak present on the computerized tomography (CT) scan. The patient is current stable, and an intervention has been scheduled. Subsequent to the initial report, additional information was provided reporting that patient had declined the secondary treatment. No further information was available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request for medical records was denied and no response was received for the request of medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem - updated g1,2: contact office- name updated h6: result code: removed code 3233 h6: conclusion code: removed code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, (exact date not reported) sac growth (5.5 mm) was identified with not leak present on the computerized tomography (CT) scan. The patient is current stable and an intervention has been scheduled.